Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported no image issue could not be determined, however, the issue was likely the result damage to the camera end due to user handling. The event may be prevented by following the instructions for use which state: ¿¿ do not twist or bend the curved section by hand. Equipment may be damaged. ¿ do not squeeze the curved part too hard. The coating on the curved part may stretch or break, causing water leakage. ¿ the irrigation port cover cannot be removed. Equipment may be damaged. ¿ do not hit or bend the electrical contacts of the endoscope connector. It will damage the connection with the light source and cause poor contact. ¿ do not bend the endoscope insertion tube with excessive force. The insertion part may be damaged. ¿ do not touch the electrical contacts of the ultrasonic connector. Equipment may be damaged. ¿ do not pull, twist, or coil the ultrasound cable tightly. Noise may appear in the ultrasound image.¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that fluid invaded the scope¿s control body causing an image problem and corrosion. There was a leak at the biopsy channel. Additionally, foggy image, red crack, breakage and broken elements were found. Additionally, there were also multiple non-olympus parts in the scope. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that when scope was plugged in there was no image on screen and upon visual inspection the scope camera end seemed to be pushed in and somewhat damaged on the evis exera ii ultrasonic bronchofibervideoscope. The issue was found during preparation for use of an ebus (endobronchial ultrasound) bronchoscopy diagnostic procedure. The procedure was postponed until the user had a loaner, which was around (B)(6)2023. There was no patient under general anesthesia at the time of the event. There were no reports of patient harm.